Event description:
It was reported that there was an out of range shock impedance measurement of greater than 125 ohms on this right ventricular defibrillation lead. Boston scientific technical services (ts) discussed troubleshooting options with the field representative. The patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported.